Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain lower abdominal') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure on (B)(6)2015 and colposcopy on (B)(6) 2015. Previously administered products included for an unreported indication: mirena. Concurrent conditions included overweight, adenomyosis, amenorrhea, pelvic pain, cervical dysplasia, vaginitis, papanicolaou smear abnormal, chronic cervicitis, endometrial polyp, hyperplasia, unspecified inflammatory disease of uterus, excl cervix, pain in diaphragm, pneumoperitoneum, cardiovascular disease, unspecified and bone loss. Concomitant products included ibuprofen and medroxyprogesterone acetate (depo-provera). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). In (B)(6) 2015, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginitis"), the first episode of endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis/tumor / teratoma / cancer type: endometrioma"), arthralgia ("joint pain"), abdominal distension ("bloating") and the second episode of endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis/tumor / teratoma / cancer type: endometrioma"). In (B)(6) 2015, the patient experienced eczema ("rashes or skin conditions type: eczema"). In (B)(6) 2016, the patient experienced migraine ("migraines"), headache ("headaches"), abdominal pain lower ("pain lower abdominal"), fatigue ("fatigue") and back pain ("back pain/lower back pain"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain") and experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced emotional distress ("psychological or psychiatric problems condition: emotional distress"), anxiety ("anxiety") and urinary incontinence ("bladder or urinary problems or changes bladder control"). In (B)(6) 2018, the patient experienced premature menopause ("hormonal changes describe: full blown menopausal at age (B)(6)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), skin reaction ("allergic or hypersensitivity reaction type: skin reaction"), depression ("depression"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and weight fluctuation ("weight gain / loss (specify which one) "fluctuations" extreme weight gain"). The patient was treated with surgery (robotic total laparoscopic hysterectomy and bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, premature menopause, vaginal haemorrhage, menorrhagia, skin reaction, vaginal infection, female sexual dysfunction, emotional distress, anxiety, depression, eczema, urinary incontinence, migraine, headache, nausea, dysmenorrhoea, dyspareunia, abdominal pain lower, vaginal discharge, fatigue, weight increased, arthralgia, alopecia, back pain, abdominal distension, weight fluctuation and the last episode of endometriosis outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, eczema, emotional distress, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, premature menopause, skin reaction, urinary incontinence, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation, weight increased, the first episode of endometriosis and the second episode of endometriosis to be related to essure. The reporter commented: discrepancy noted - essure insertion date previously reported as ??- (B)(6) 2015 and current (B)(6) 2014. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. That pregnancy was no longer possible. Normal placement and occlusion of fallopian tubes ap and oblique images. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: pfs and mr received ¿ case becomes valid with incident. Previously reported event injury nos were removed. New event abdominal pain, hormonal changes describe: full blown menopausal at age (B)(6), abnormal bleeding vaginal, menorrhagia, allergic or hypersensitivity reaction type: skin reaction, infection (bladder/ urinary tract/vaginal) type: vaginal, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: emotional distress, anxiety, depression, rashes or skin conditions type: eczema, bladder or urinary problems or changes bladder control, migraines, headaches, endometrioma, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain lower abdominal, vaginal discharge, fatigue, weight gain, joint pain, hair loss, back pain/lower back pain, bloating and weight gain / loss (specify which one) "fluctuations" extreme weight gain were added. Product information indication and essure removal date were added. Essure insertion date updated. Patient information date of birth, height, race and weight were added. New reporter and consumer address were added. Medical history, lab data and concomitant medication were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.